Event description:
It was reported that the pump touch screen damaged and unresponsive. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.